Event description:
It was reported that this pacemaker exhibited possible loss of capture (loc) on the most recent electrogram (egm). Technical services (ts) was consulted and reviewed the egm and advised there was atrial undersensing, however unable to confirm loc. No further information has been provided. At this time, the pacemaker remains in-service. No adverse patient effects were reported.